Manufacturer narrative:
According to available information, this lead was surgically abandoned and replaced. As no return of product is expected, this clinical observation cannot be confirmed nor denied. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a defibrillator replacement procedure, this right ventricular lead was replaced. Reportedly, impedance measurements had steadily increased and at this time were high and out of range. In addition, threshold measurements had increased. All other measurements were within normal limits. A thorax x-ray did not reveal this lead was fractured. Manipulation could not reproduce noise. The replacement lead was positioned via the subclavian access. Post implant; measurements were within normal limits. All measurements were within normal limits. This lead was surgically abandoned to avoid dislodging the left ventricular lead during the procedure. No adverse patient effects were reported. .